Event description:
Pt was in cardiac arrest. "Hands free" monitor/defib pads were being used. Pt went into pulseless v-tach. Bed was cleared for defibrillation. As defibrillator was discharged, a "pop" was heard and a small fire was observed at the location of the pad on the pt's right upper chest. The bag mask with oxygen reservoir was lying across pad. Oxygen source removed and fire was smothered out with sheet. Pt sustained a burn to right upper chest. Code was unsuccessful, pt expired -not r/t equipment issue. Bag mask with supplemental oxygen flowing wide open was lying across defib pad when defib was discharged. Apparently, defib pad or its cable was a source of ignition in an oxygen enriched environment.